Event description:
It was reported that the ra lead exhibited low impedance, far field r-wave (ffrw) oversensing. It was also noted that noise exhibited on noise on the ra and rv lead with intermittent oversensing and mirror image noise. It was also noted that there was a high sic count.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).